Manufacturer narrative:
(B)(4). Additional manufacturer narrative: based on the information received, the most likely root cause is operational context and patient's clinical factors. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. There was no indication or allegation of a device malfunction contributing to the event. In this case, device evaluation is not required. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Av disruption (disassociation) is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Chest computed tomography without intravenous contrast can be useful in quantifying the degree of posterior mitral annular calcification (also known as mac).av disruption (disassociation) is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication is prevented by understanding the pathologic process of calcification of the mitral annulus and avoiding rupture by either placement of traction sutures on the edge of the posterior leaflet or by very careful calcium debridement only in isolated spots. A safer procedure may be to attach the prosthesis to the atrial wall, leaving the entire calcified mass intact. This approach may result in a smaller valve area but a successful operation. When this complication occurs, valve prosthesis is removed and the ventricle is reapproximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. As stated above, av groove disruption (disassociation) is typically not device related. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that a 29mm bioprosthetic mitral valve was explanted at implant due to av disruption. The explanted device was replaced with a 25mm bioprosthetic valve. Post op patient's status noted in recovery. This case involved a (B)(6) female who underwent mitral valve replacement of her native valve due to severe mitral valve stenosis and congestive heart failure. Intraoperatively findings: the mitral leaflets and annulus were severely calcified. The leaflets were resected. The opening was very small. Extensive debridement was done to avoid muscular injury but, some calcium was removed right down to the muscle. The annulus was sized for a 29. The 29mm valve was implanted with interrupted horizontal mattress sutures. The valve seemed to seat well and had good function on saline testing. Warming was commenced and the left atriotomy was closed. Dearing maneuvers were carried out without lifting the apex of the heart. The cross-clamp was then released. The area was inspected and arterial hemorrhage was noticed from the arteriovenous groove disruption. The patient was placed back on cpb. The subject device was explanted. The entire area of the av groove posteriorly was repaited with a patch of bovine pericardium which was sutured to the ventricle and the atrium and spanned across the groove. Then the annulus was resized. A 25mm valve was implanted with horizontal sutures. Pledgeted sutures were used all along the patch and the posterior part of the valve. The valve seated well. It functioned well with saline testing. The left atriotomy was closed. Patient was weaned off from cpb. The chest was closed. She was in stable condition postoperatively and then taken to the cardiovascular intensive care unit.